Manufacturer narrative:
The therapy pcb was replaced and returned to physio for further evaluation. No failure was observed during testing of the therapy pcb. Root cause of the reported issue is unable to be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. Physio tested the device's defibrillation delivery and was unable to find any issues with this function. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the observed issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.